Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan revealed a proximal type I endoleak. The physician stated the cause of the event was due to disease progression with aortic neck dilatation. The physician implanted coils and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.